Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.".

Event description:
It was reported that an ilet pump displayed alert 32 indicating a motor processor communication error, persisted after restart, and was preceded by an ¿unable to proceed¿ alert; the user disconnected and a replacement was arranged. Symptoms included hyperglycemia with a reported peak of 427 mg/dl and no acute complications. Outcomes included use of subcutaneous insulin by pen as back-up therapy and continued cgm monitoring, with blood glucose reduced into the 200 mg/dl range and later to 150 mg/dl. Investigation included customer education, troubleshooting, and device replacement with instructions for data sync, shutdown, and return. Investigation of this device revealed a delivery motor communication malfunction consistent with a pump alarm and restart behavior. It was concluded that the cause was an internal device malfunction related to motor communication.